Manufacturer narrative:
Patient information: unk. This lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -09.50 diopter, in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to low vaulting. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown.